Event description:
Reports false negative results on unspecified analyte. Unknown if patients were symptomatic. No apparent adverse event.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info source: email follow-up 1 updates: b4 - updated date of report to reflect date of follow-up g6 - updated type of report to "follow-up" and indicated follow-up 1 h6 - updated type of investigation, investigation findings and investigation conclusion h11 - updated details.

Manufacturer narrative:
Investigation conclusion: the product lot number was not provided; therefore, we performed a search for similar complaints of the reported problem. No adverse trend was observed for the reported issue. Without product lot information, no further testing could be conducted. Root cause: insufficient info. Source: email.

Event description:
Reports false negative results on unspecified analyte. Unknown if patients were symptomatic. No apparent adverse event.